Event description:
On 18-mar-2025, the manufacturer was notified that the user was hospitalized on (B)(6) 2025 for diabetic ketoacidosis (dka) following a seizure. Emergency medical services (ems) were called by the user's mother, and the user was admitted and treated with intravenous insulin. Blood glucose was reported to be greater than 400 mg/dl for several hours.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.